Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the distal stent struts got damaged while trying to deploy in the target lesion. The procedure was completed with another of same device with the help of guidezilla guidewire. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the first three rows from the distal end of the stent were found to be lifted and damaged. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the distal stent struts got damaged while trying to deploy in the target lesion. The procedure was completed with another of same device with the help of guidezilla guidewire. No patient complications nor injuries were reported.